Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date with unknown blood glucose level. Customer¿s other blood glucose level was 736 mg/dl. Customer was treated with insulin pump and insulin infusion intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.